Manufacturer narrative:
Correction to d3 (country type, country) , h6 (component code, investigation findings, investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent and broken npe cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use. Consumer stated that she saved needles from different lots. She did not provide the other lot numbers but said she will send a list with the needles. Lot #: 3094459 catalog #: 320550 date of event: unknown samples: available - sending mail kit.